Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer reseated the row board cable at the drawer controller board and secured both ends of the retractor band, then tested the station using diagnostics. The customer subsequently tested the station in the medical application, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 had failed and was unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.